Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 457 mg/dl. Reportedly, the customer uses apidra insulin in their cartridge. Supply changes were performed resolving the occlusions. Tandem technical support informed the customer that apidra was contraindicated for use with the pump.